Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display noted. The lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and blank display. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated that she had pump in bather while taking a shower. Customer stated that there is fluid under the lcd and the pump got a blank display. Customer was advised that we will be sending a replacement pump and will return the device.